Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was treated with 1.25ml vena seal for venous insufficiency in the gsv as per IFU. The procedure was completed normally with 55cm of the vessel treated and hand compression was used to successfully close then vein. No additional treatment was required. Post treatment, it was noted that a 17mm thrombus had propagated to the sfj and into the femoral. The physician prescribed anticoagulation medication to treat the thrombus.